Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the arm on (B)(6) 2015. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. The sensor was inserted on the patient's arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states the sensor insertion site for pediatrics is the abdomen and upper buttocks. However, a root cause for the reported inaccuracy cannot be determined.